Event description:
It was reported per maude event report that the md was attempting to place a central line via the right internal jugular under ultrasound guidance for antibiotic therapy. The vein was accessed and the spring wire guide (swg) was inserted through the needle, when it became stuck. The swg could not be advanced forward or backwards. The md applied additional firm steady pressure backwards and the swg began to rip apart. The attempt was aborted and the entire needle was removed. The swg was noted to be through the needle and sticking out the other side, but was unable to dislodge or advance any further.

Manufacturer narrative:
Manufacturer control no. (B)(4). Sample will not be returned for evaluation.